Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead displayed a low shock lead impedance fault message during the device replacement procedure. The lead was tested further, resulting in low r-wave measurements and inconsistent shock impedance measurements. The r-waves tested better with the pacing system analyzer (psa). The physician elected to cap the chronic shocking lead. This device was not used and another guidant ICD and defibrillation lead were implanted without incident.